Manufacturer narrative:
Additional information: following additional sample testing of the same sample at a reference laboratory, the customer stated the reference laboratory result matched the tosoh result and reported the result from the aia-900 analyzer to the physician. The st aia-pack 27.29 analyte application manual states the following: limitations of the procedure: the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event is due to an interfering substance with the patient sample.

Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 18mar2018 to aware date 18apr2019. There were no other similar complaints identified during the search period. The aia-900 operator's manual, under basic precautions and section 12 flags and error messages, states the following: samples: you are asked to avoid assaying the following types of specimens, as they can affect system operation. (1) specimens that have a tendency to clot during the assay process. (2) specimens containing solid particles that tend to form occlusions during dispense operations. >h: the measurement result exceeds the upper limit of measurement (upper limit of measurement of the test file), preventing it from being calculated. The most probable cause of the reported event has not yet been determined; investigation is currently in process.

Event description:
A customer reported getting a cancer antigen 27.29 (ca 27.29) result of >h at 1:21, 1:30, and 1:50 dilutions and a value of 2172 u/ml at 1:80 dilution on a patient sample. The same sample generated a cea (carcinoembryonic antigen) result of 311 ng/ml with no dilution required. The customer stated the same patient had a ca 27.29 result of 2610 u/ml three months earlier. And control results were within range. The customer stated other ca 27.29 samples, analyzed on the same day, produced normal results. The customer discarded the original patient sample and was not able to perform a retest. The customer retrieved a new sample from the same patient and performed another ca 27.29 test, which generated ca 27.29 results of >h at 1:21, 1:50,1:80, and 1:100 dilutions, and a value of 7600 u/ml at 1:200 dilution. A cea test was also analyzed, and the result was visible with no dilution. The customer will send the sample to another testing facility for result verification before reporting the result to the physician. There was no patient intervention or adverse health consequences due to this event.